Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, it was reported that the tubing sets were primed without any difficulty and were to be used to deliver unspecified volumes of unspecified concentrations of taxol. After unspecified lengths of time, the customer contact reported that no flow of solution was noted. No specific details were provided. It was reported that the drip chambers of the tubing sets were filled to the appropriate line as marked on the drip chamber. There were no reported adverse patient effects and no reported delays of critical therapy. No medical interventions were required. The tubing sets were replaced and the therapies were initiated. No additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.